Event description:
An endurant iliac stent graft system was implanted in a patient for the endovascular treatment of a 2 cm abdominal aortic dissection approximately four weeks ago. Both iliac arteries were healthy. It was reported that the stent graft was successfully implanted in the distal aorta, from the aortic bifurcation up to the level of an accessory renal. A bifurcated stent graft was not implanted as one was not needed in this case. Three days post implant the patient was having trouble breathing and their white blood count was up. The physician stated the patient did not have post implant syndrome. The following day the physician stated that the patient expired due to an ischemic bowel and sepsis. No further information was provided.

Manufacturer narrative:
(B)(4). Results: death, infection, ischemia. Pre-operative abdominal aortic dissection. Iliac stent graft used for treatment of a pre-operative dissection of the abdominal aorta. Conclusion: pre-operative abdominal aortic dissection. Iliac stent graft used for treatment of a pre-operative dissection of the abdominal aorta.